Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. Device not returned. Evaluation summary: a batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips did not form correctly. Unknown how case was completed. There were no adverse consequences to the patient. Additional information has been requested but no response has been received to date. If further information is provided a supplemental medwatch will be sent.